Manufacturer narrative:
(B)(4). No failure of the subject airvo 2 was alleged and we can conclude that it continues to deliver therapy as intended. The 900pt402 oxygen inlet kit is supplied with the airvo 2 humidifier and allows the user to connect supplementary oxygen via a barb connector, which is suitable for use with most common sizes of oxygen tubing. The hospital had reported that staff had failed to correctly attach the oxygen cylinder to the oxygen tubing. Additionally they confirmed that they had not set the low oxygen alarm on the airvo but had left it at the default setting of 21%. The low oxygen limit setting on the airvo has a default setting of 21% for use with patients receiving therapy without additional oxygen. When oxygen is to be entrained, the airvo low oxygen alarm limit can be set to 25%. The airvo 2 product technical manual informs the user how to set the low oxygen alarm and states: "when set to 25% the unit will alarm if the measured oxygen fraction is below this value. This allows detection of oxygen being disconnected." The airvo user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." No malfunction: device still in service.

Event description:
A hospital in (B)(6) reported that a baby was being transported in the hospital while set up on an airvo 2 humidifier and a tripplite ups. The hospital stated that the oxygen cylinder was not attached properly by staff, which led to no oxygen being delivered through the airvo to the patient. The patient's skin began turning blue while in the elevator and the rt had to start bagging as she was not aware that the oxygen was improperly attached. Once out of the elevator, this issue was corrected and the patient recovered with no further intervention or injury.